Event description:
It was reported the patient¿s ipg had an increased recharge burden and unable to provide 24 hours of therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Per product requirement document 53-5026 rev k, the minimal rechargeable battery longevity is 10 years for the eon mini model 3788 as calculated from the nominal operating parameters. The ipg delivered therapy for 123 months and hence is considered as normal battery depletion. This is no longer reportable and there is no device malfunction.

Event description:
The ipg delivered therapy for 123 months and hence is considered as normal battery depletion. There is no device malfunction.